Event description:
Fell over and broken his foot as he got up too quickly out of his chair [fall]. Broken his foot [foot fracture]. Case description: this spontaneous case reported by a consumer, received from australia reported as "fell over and broken his foot as he got up too quickly out of his chair", concerns a male patient treated with mixtard 30/70 penfill (human insulin) and using novopen 3 due to an unknown indication. On an unknown date, the patient went to answer the door, but as he got out of chair too quickly he fell, and consequently sustained a fracture of his foot. The patient is currently hospitalized at robina hospital, and he will be transferred to southport hospital to get a cast put on his foot. The outcome is reported as not yet recovered. Reporter's causality: unknown. Novo nordisk's causality: reportable. Comment: company comment: no information regarding treatment period, concomitant medication, laboratory values including blood glucose findings, medical history and the patient condition. Confounding factors: advanced age and the patient got up too quickly out of his chair. Comment: we do not have consent to contact the consumer or the consumer's hcp and that no further information can be obtained.